Event description:
It was reported that during a knee arthroscopy, the bone tunnel plug was placed in the tibial tunnel and when it was removed, a piece was missing. The doctor, tried to remove the piece from the tibial tunnel, pushed it into the joint. When trying to grasp the fragment with an arthroscopic grasper, the fragment broke into several fragments. Only the largest ones could be removed; the smaller ones remained inside the joint. The procedure was resumed, with a significant delay, with a change in the surgical technique, an accessary lateral portal was created to allow the removal of the fragments. The patient was stable. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
Internal complaint reference: (B)(4). H11 h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that photos of the device were provided for review and confirm the reported, however; based on the information provided the clinical root cause of the reported breakage could not be determined. Currently, it is not possible to rule out a user technique vs procedural variance and use beyond the products lifespan as contributing factors. The recommendations for care and maintenance document does note ¿careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device.¿ and ¿as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure.¿ the patient impact is determined to be the change and procedure and the retained fragments from the bone tunnel plug. Local irritation/discomfort, and/or migration should not be ruled out. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for further assessment.